Event description:
On (B) (6) 2007, this study pt was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. On (B) (6) 2010, the pt presented to the hospital with increasing chest pain and hemoptysis. A CT was performed, and the pt was urgently taken to the catheter lab with a diagnosis of "hemoptysis from penetrating ulcer perforation into the tracheobronchial tree from the thoracic aorta". It was also reported that the distal thoracic aorta ulceration was enlarging. An additional gore tag thoracic endoprosthesis was implanted to treat the penetrating ulcer perforation. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Additional device implanted on (B) (6) 2007 and involved in this event: tg4020/05473932.